Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated passively with no problems, concentricity ok. With the (in-house) syringe attached the balloon deflated passively with no leakage presents. The drainage lumen was flushed, and no leakage was found. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed, a labeling review is not required. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the foley was leaking and they would like to send it in to us to be investigated. Please send box. Per additional information received via email on 08aug2025, customer mailed it back the next day after the first box was delivered. The box has 3 foley¿s in it.

Event description:
Customer says the foley was leaking and they would like to send it in to us to be investigated. Please send box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.